Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's tidal volumes were higher than the set tidal volume. The device was recalibrated and the sensor board was replaced to address the issue.